Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that, during inspection for use of their bronchovideoscope device, that the device's suction was not working properly. Further inspection of the device noted that the single use suction cap was removed and replaced, so the cap was not locked properly. This cap was replaced with new safety stock, and the device returned to working order. There was no patient involvement.